Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 295 units of insulin. At the time of the reported event, the insulin gauge displayed 210 units of insulin. Although requested by tandem technical support, the customer declined to perform troubleshooting with tandem technical support. The customer's blood glucose level was 230 mg/dl.